Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("horrible periods"), hypoaesthesia ("leg numbness"), polymenorrhoea ("periods in 2 weeks") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hypoaesthesia had resolved and the menstrual disorder, polymenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, hypoaesthesia, menstrual disorder, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("horrible periods"), hypoaesthesia ("leg numbness"), polymenorrhoea ("periods in 2 weeks") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hypoaesthesia had resolved and the menstrual disorder, polymenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, hypoaesthesia, menstrual disorder, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: f/u 1 and 2 processed together.social media received. New event ' heavy periods and leg numbness' cramping were added. New reporter added. Date of implant and explanted were added. On 23-mar-2020: event pain on left side added. " leg numbness " outcome as recovered was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.